Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ventricular lead was placed trans-aortic. The lead was implanted incorrectly through the patient's artery instead of the veins. The incorrect placement was found during the postoperative echogram. The lead was explanted and replaced. The patient did not experience any adverse events as a result.

Manufacturer narrative:
Analysis was normal. No anomalies were found.